Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 07-nov-2022 h6: investigation summary: it was reported there were multiple defects with product received. To aid in the investigation, twelve samples with no packaging blisters were received for evaluation by our quality team. Four of the twelve samples have a skewed scale marking. The other eight samples have part of the scale marks missing; these are considered acceptable imperfections. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 301031, lot number 0031473. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd syringe 20ml ll bns there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: - crooked scale: 15. - damaged plunger: 3. - embedded matter: 2. - light damaged piston / part of scale missing: 97. - visible silicone oil: 163. - black spots: 2. - tear in plunger under the stopper: 1 (this was a customer complaint, please address this one explicitly).

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 20ml ll bns there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: crooked scale: 15. Damaged plunger: 3. Embedded matter: 2. Light damaged piston / part of scale missing: 97. Visible silicone oil: 163. Black spots: 2. Tear in plunger under the stopper: 1 (this was a customer complaint, please address this one explicitly).